Event description:
The customer reported that the device did not give a technical inop when it failed. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device did not give a technical inop when it failed. No pt harm was reported. Failure to provide technical inops is a possible health risk in some instances as it can prevent awareness of pt alarm conditions. Failure to alarm is a possible health risk because it can prevent awareness of pt alarm conditions. Further info from this site revealed that there was technical inop provided but the user preferred the red alarm sound instead of the technical inop sound. This preference situation does not pose a health risk since the technical inop is obvious by visual and audible signals and is described in the instructions for use (IFU). The incident will be further investigated to establish more details about the failure. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.